Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a second revision procedure on (B)(6) 2015 due to pain at the distal femoral plate. The initial procedure was performed on an unknown date in (B)(6) 2014 by an unknown surgeon at an unknown hospital. An acute revision to better position the femur was completed on (B)(6) 2014 by a surgeon at (B)(6) hospital. The plate was not removed, but the screws were taken out to readjust the position of the plate. After approximately twelve (12) months, x-rays verified that there was still no union in the fracture. As a result, the surgeon revised the patient with a variable angle distal femoral condylar plate on (B)(6) 2015. The plate and screws from the acute revision procedure were removed in-tact. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the DHR review no issues. Investigation was not possible due the missing material. Product was not returned and, an investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, date of birth, and weight are unknown. The onset date of the patient¿s pain and non-union is unknown. The device was originally implanted on an unknown date in (B)(6) 2014. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: part 222.258 / lot 8629987; manufacturing site: (B)(4) - manufacturing date: september 19, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterile part 222.258s / lot 8705729. Manufacturing site: (B)(4) - manufacturing date: november 12, 2013 - expiry date: october 1, 2023. This complaint is assessed as not related to sterilization. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.